Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. The device memory indicated diminished atrial sensing. Concomitant medical products: 479888 lead, implanted: (B)(6) 2020, 6935m62 lead, implanted: (b)(6 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was complete loss of capture and no p waves were able to be measured from the right atrial (ra) lead in either the bipolar or unipolar setting. It was noted by the physician that poor sensing and capture were witnessed shortly after ra lead implant. It was also reported that left ventricular (lv) lead outputs were high and there was intermittent loss of capture and that the cardiac resynchronization therapy defibrillator (crt-d) battery longevity was shorter than expected. The ra lead was programmed off, the lv lead outputs were increased and crt-d remains in use. No patient complications have been reported as a result of this event.